Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hysterectomy, the dissector tip (jaw) broke while being activated on tissue during firing. The surgeon and staff used a new dissector to complete case. The tip broke in patient's cavity and was retrieved. There was no patient injury.